Event description:
Patient reported a rash, welts, and red itchy skin. Patient sought medical attention and was prescribed a steroid. Patient did follow skin preparation instructions.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.